Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the ict module. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the ict module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict module were identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module. The following data was provided (normal reference range 135-145): sid original result (#6), repeated result (#8) (B)(6) 161, 139 (B)(6) 161, 136 (B)(6) 163, 141 (B)(6) 165, 141 (B)(6) 166, 141 (B)(6) 170, 139 (B)(6) 173, 138. No impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module. The following data was provided (normal reference range 135-145): sid original result (#6) repeated result (#8) (B)(6) 161 139 (B)(6) 161 136 (B)(6) 163 141 (B)(6) 165 141 (B)(6) 166 141 (B)(6) 170 139 (B)(6) 173 138. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.